Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a radiofrequency ablation procedure using venclose catheter. During the procedure, the catheter was allegedly broken in half. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one venclose vcrf 60cm catheters was received for evaluation. The device appeared to have residue on the outer housing. No visual damage was noted to the catheter coils. During visual testing, two complete circumferential breaks were noted on the catheter shaft; one proximal to the strain relief and one proximal to the 40cm depth mark. Therefore, the investigation is determined to be confirmed for the reported break. No wires were noted to protrude the break areas. Upon opening the handle, all wires were noted to be intact and in place. The proximal battery is partially seated, and the distal battery is fully seated in battery holder. When original batteries were removed, both batteries and battery pad noted to be clean. Under uv inspection, no glow anomalies were observed in both batteries and battery pads. During functional testing, the catheter was plugged into the generator, as received with original batteries, and remained on the home screen (venclose logo). New batteries were inserted; catheter was plugged into generator and catheter was recognized with new batteries. During the functional evaluation, 3x long and 3x short tests completed successfully and no errors were presented. The definitive root cause for the reported break cannot be determined based on the provided information. It is possible the health care provider bent the catheter when removing from packaging. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4. (Unique identifier UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a radiofrequency ablation procedure using venclose catheter. During the procedure, the catheter was allegedly broken in half. The procedure was completed using another device. There was no reported patient injury.